Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastroplasty procedure, while being applied on the stomach, when attempted to be fired, the device¿s ¿shutter lever¿ (black) broke, not being able to fire. There was no patient injury.